Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patent¿s healthcare provider reported via manufacture representative that during an MRI scan the patient experienced heating of their ins. The patient had a car accident previously and thought their device may have been damaged. The scan was abandoned and the radiology team advised the patient that they should have their service was checked out by the physician. The device was turned off by patient and mr conditions adhered to despite this the patient complained of discomfort and a stimulation like feeling immediately during the localiser of the scan. The patient immediately removed from scanner. It was noted that the patient felt better after 10 minutes and left the department. Upon discussion patient then confesses that she was involved in an rtc several months ago and she has not been happy with the device since and thinks that it may have moved (this information was not shared prior to scan). Device and leads need interrogation as this would suggest that the device has a problem. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause was likely to be peripheral stimulation from the localizer. The ins has not been like it was before the rtc. If this had been known, the scan would not have been proceeded without device testing.